Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2010. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has rec'd the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported a "lap-band port leak". The surgeon noted the "leaking port" when there was "less fluid extracted than what [prior] was recorded." The port was removed and replaced. F/u findings: a "barium swallow" test was performed and "it showed the leak."